Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that the enteral feeding pump is overfeeding during testing. No patient was involved. On (B)(6) 2019 the customer stated that the pump was set to delivery 50ml at 400ml per hour but delivered 68mls in 15 minutes.